Manufacturer narrative:
This device is used for treatment, not diagnosis. This report is for two unknown cables. Implant date reported as 2013. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It has been reported that x-rays revealed a broken distal femur plate and malunion postoperatively in an immobile patient. The patient was originally treated with a total hip prosthetic in 2013. An unknown distal femur condylar plate, 14 screws and 2 cables were implanted. On an unknown date the patient was taken to see the surgeon due to femur deformity. No further information was reported. This complaint involves one unknown condylar plate, 14 unknown screws and 2 unknown cables. This is report 3 of 3 for the same event, (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.